Manufacturer narrative:
(B)(4). The system was sent to htc for repair and the customer was provided with a new system. An investigation was performed on all components; however, the issue could not be replicated. The system was pacing properly on the qa, qb, deca and map channels, no visible failure was found. Complaint condition was not confirmed. An additional OEM manufacturer action (DHR review or investigation) was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Upon follow-up, it was verified that the procedure was completed successfully without any impact to the patient. The facility has been using this equipment since this event and the problem has not recurred. Once the device evaluation is complete, a 3500a supplemental report will be submitted as required. (B)(4).

Event description:
During an "access pathways/wpw" procedure, it was reported that the pacing on the carto 3 system was not being routed correctly. Customer states that at one point, the hra was selected but pacing occurred from rva and his as well. All 3 catheters were pacing simultaneously. When the pacing channel was reselected a click was heard from the piu and the pacing routed correctly after that. Customer requests evaluation of pacing routing on the carto 3 system.